Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis(dka). Customer's blood glucose (bg) level was 409 mg/dl. The cause for the reported bg level and dka was unknown. Prior to arriving at the hospital, the pump had been disconnected from the customer and powered off. Upon powering the pump back on, a malfunction occurred. Customer was treated through intravenous fluids and insulin while in the hospital. Reportedly, treatment received in the hospital resolved the reported bg level and dka. Multiple attempts were made to obtain the customer's hospital release date; however, no response from the customer was received. Customer had manual injections as alternate insulin therapy.